Manufacturer narrative:
This MDR was generated under protocol (B)(4) as a result of warning letter cms# (B)(4). Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. Visual and functional testing were performed. Visual inspection showed that the device was cracked on right plunger case and missing rubber feet. L bracket was also broken. During the power up process and check and test force sensor testing, the problem could not be duplicated. The root cause of the issue could not be determined. Replaced force sensor as a preventive measure. Performed preventative maintenance and all functional testing which passed.

Event description:
It was reported that there was a force sensor issue. No patient injury was reported.